Event description:
The customer reported that the system had a communication failure error. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board, generator board, and the battery were replaced during the service call. The system was tested and found to be working as intended and put back into service.